Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: the sample consist of two (2) cassette units from part number 21-7302-24. The returned samples were received in used conditions, without its original package, decontaminated and inside in aplastic bag. Visual inspection: the samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination. Results: the samples unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Samples could not be tested using the uson leak tester due were received in used conditions with remains of medication inside of the ay bag, these remains could damage the equipment. Functional testing: the sample was fill whit colored water using a syringe in order to detect any leakage. Results: of the two (2) samples tested only one (1) sample was detected a leak, the sample unit present a leak in the join with the tube of the bag, therefore it is confirmed the failure mode reported. The cause of the reported problem was traced to the manufacturing process. Per CAPA-000713 was open on 09/oct/2020 it were identified the following root causes: 1. Equipment failure: the bag sealer machine ID# (B)(4) was causing the weak seal condition on the joint of the tube with the bag, the generator of the equipment was identified. 2. Procedure not followed: the two forms related to the procedures pm-1011 and pm-1026, for to register units with leak were not filling up, even that was identified the equipment malfunction, as well the method to test the units in both process was not followed as is required, forcing the equipment to release parts with potential leak condition. The following corrective action were implemented thru CAPA-000713, the current status of the CAPA is in voe (verification of effectiveness) 1. The rf generator of the bag sealer machine ID# (B)(4) was replaced on september 10, 2020. 2. Update procedure pm-1011 ?cassette leak testing, install ffp clip and luer capping? To adequate better flow in the execution of the manufacturing activities was implemented on (B)(6) 2021.

Event description:
It was reported the device was leaking morphine. Additional information was requested about any patient involvement with no response received at this time.